Manufacturer narrative:
H6: investigation summary: no pictures or samples were available for investigation. Print defects may occur during the production process, but due to the lack of information the complaint cannot be confirmed and therefore no root cause can be established. No DHR review can be completed due to the batch information being unknown.

Event description:
It was reported while using an bd scale mark syringe with luer-lok tip, 3 ml there were scale marking issues. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: bd 3ml luer lock syringe was opened and found to have printed numbers only halfway up syringe and askew. Staff nurse unable to use syringe.

Event description:
It was reported while using an bd scale mark syringe with luer-lok tip, 3 ml there were scale marking issues. This is report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter: bd 3ml luer lock syringe was opened and found to have printed numbers only halfway up syringe and askew. Staff nurse unable to use syringe.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.